Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead was experiencing high capture threshold. No intervention has been performed. The patient's condition was stable.